Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 300-30-10, reverse humeral tray 320-10-00, reverse glenosphere 320-06-38, reverse glenosphere baseplate 320-15-03.

Event description:
It was reported via clinical study that the 76 yo female experienced a humeral fracture intra-operatively. The treatment action taken was "cable calcar f2." The components were removed. The case report form indicates this event is unlikely related to the device and definitely related to the procedure. The outcome was last known as continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.